Event description:
The customer called to report high blood glucose levels over 600 mg/dl. The customer stated that she was hospitalized for high blood glucose levels in the past, but was unable to provide the date or any information regarding the event. The customer was feeling nauseous, irritable and felt like vomiting at the time of the call. Therefore, no troubleshooting was conducted. Advised to monitor her blood glucose levels, and seek medical attention if necessary. The customer stated that she would be upgrading to another insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.